Event description:
Detached / dissembled parts; received maude event report in 2009; the report states that the balloon on the end of the swan-ganz catheter dislodged from catheter and was observed under fluoro to be in patient's right femoral vein. Left message w/customer to find out more information the following month. Not sure if device will be returned. Follow up again with customer nineteen days later, and still unsure if device is available for evaluation. Customer indicated that unsure if device can be returned for evaluation, verifying with the hospital's risk management.

Manufacturer narrative:
Customer report was confirmed. Entire balloon was separated from both proximal and distal bonds and missing from the unit. Residual balloon material was visible at distal bond area. Physical indications of adhesive presence were evident at both proximal and distal bond areas. There was no visible damage was observed from catheter body.